Event description:
The pt experienced a lack of effect after a magnetic resonance imaging scan (MRI) of his lower abdomen. The device was turned on prior to the MRI. The pt had been feeling stimulation in the bladder area, but after the scan, was feeling it in the buttock area. The pt felt the stimulation intermittently as well after the MRI. Despite multiple attempts to the pt's physician, no additional info was obtained.

Manufacturer narrative:
(B)(4).